Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site replaced the endoscope and restarted the system to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the endoscope involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report site encountered some issue with arm 2 after installing endoscope. The first endoscope would only move up/down, not sideways. Users then installed another endoscope, but experienced image orientation was flipped. Prior to call, csr had instructed users to power cycle system and call back if issue not resolved. Tse checked logs and noted surgery was ongoing and mid procedure restart in logs. The tse called csr, no further issues were reported with system. Tse noted surgery ongoing during first call had ended and new procedure was started afterwards. No related errors were noted in logs. The procedure was completed with no reported injury.